Manufacturer narrative:
(B)(4). The device was not released by the facility for analysis. If the device or additional information is received, manufacturer will submit a supplemental report.

Event description:
It was reported that during a video assisted thoracoscopic maze procedure the suture had tied the clip to the deployment tool resulting in the surgeon being unable to pull the device free after deployment of the clip. An additional 5mm port had to be placed, allowing the suture securing the clip to the delivery device to be cut using endoscissors. There was a ten minute delay in the case.

Manufacturer narrative:
(B)(4) the device was not returned for evaluation. Pursuant to atricure's internal processes, the complaint was escalated to a level ii investigation. The device history record was reviewed for non-conformance reports and reworks. There were no ncrs or re-works found that would have caused or contributed to the reported event. Device history review per lot number.